Event description:
A user facility reported that an intraocular lens (iol) was exchanged, due to the pt experiencing blurry vision and being unhappy with her vision. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/03/2009, 11/09/2009, 11/18/2009, and 11/19/2009 by phone, fax, and mail. A completed questionnaire has not been received.